Event description:
The patient had a large, retracted atrophic rotator cuff tear in the right shoulder. The surgeon used cuffpatch to attach the supraspinatus to the humeral head . The patient presented 12 days later with a swollen shoulder and wound drainage. The cuffpatch extruded out through an open incision during an office visit 1 week later. The patch was in one piece but separated from the cuff and floated out of wound with fluid. There was a large synovial fluid response and drainage for an additional 7 days but little pus except at the first opening. The patient was seen 35 days after date of event and was much improved.